Event description:
Device 1 of 2 : reference MFR report: 3006705815-2018-02698 . Additional information received indicated the patient attended a follow-up appointment and the issue is persisting. Further testing was ordered.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-02698. Further information received indicated the patient is in stable condition.

Event description:
Device 1 of 2 :reference MFR report: 3006705815-2018-02698 . Additional information received indicated no further intervention with respect to this issue is planned at this time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-02698. It was reported the patient experienced numbness and heaviness of the left lower extremity beginning on (B)(6) 2018. The healthcare provider noted practitioner noted decreased sensation in the left lower extremity and decreased strength of the left ankle. A CT scan was performed and no anomalies were reported. Patient reassessment on (B)(6) 2018 found good strength of the left ankle, but mild decreased sensation to sharp object of the left lower extremity. Patient decreased stimulation strength, but the issue persisted. Patient was too decrease the stimulation strength again and will follow-up with the physician.